Event description:
It was reported the patient had an MRI of his thoracic and lumbar/sacral spine with contrast one month ago. During the scanning the patient felt heat from his pump. The MRI was stopped and no further issues were seen. On (B)(6) 2012, he was back for an MRI of his head. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).